Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The failure appears to be due to user error, including improper use of the surgical technique associated with the device. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
On 06/25/2025, an arthrex employee reported via email that an ar-9560-24-2 24mm +2 lat baseplate exhibited an issue in which the central feature intended for the glenosphere screw was not threaded. No additional details were provided. Additional information has been requested on 07/01/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.